Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no functional issues. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The event investigation is in progress.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the force bipolar instrument could not be removed from the cannula. The port site location for this instrument and cannula were enlarged to remove the instrument and cannula together. The instrument jaws were not stuck on tissue when the event occurred. There was no other physical damage visible on the instrument; the jaws did not appear to be dislodged or unhinged. There were no broken cables visible around the instrument's wrist. There was no material missing or detached from the portion of the device that entered the patient¿s body. There was no motion issue. There were no abnormalities noted with the instrument. There were no collisions with other instruments or tools. The patient did not encountered any complications during the procedure or after.